Event description:
3 of 3 it was reported during surgery two drivers broke while inserting the at3 mini screw. The tip was removed from the head of the screw. The surgery was completed after a 30-min delay. There were no adverse patient consequences reported. This report is related to report numbers 3025141-2023-00732 and 3025141-2023-00733 for the drivers involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Based on the information received, the root cause could not be determined.